Event description:
Five and ten cc syringes were found cracked. The 5 cc syringe was used to draw up a radio-isotope. Syringe leaked onto nuclear med tech. Cracks are very difficult to see. Outer package was not saved. No lot # available. One sample of each size available.